Event description:
The hospital reported that during the saphenous vein harvesting procedure, the endoscope was blurry. The hospital did not provide additional info. No pt complications were reported.